Event description:
Implant placed 6/13/96. Pt talked of post-op pain 4-6 weeks later. Dr noticed that radioluciency had developed at the apical end. When it was uncovered, the implant came out. One person affected.